Event description:
It was reported that an occlusion alarm occurred, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. However, they experienced recurring occlusion issues and additional assistance was requested from technical support.